Event description:
The customer reported via email that she had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer is fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.